Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the right atrial lead exhibited high capture thresholds despite trying multiple different positions. The lead was explanted and replaced. No adverse patient consequences were reported.